Event description:
Staff report that tubing is prone to kinking in the section of tubing directly going into the collection chamber-urometer. Tubing is bent within package. Staff noted the way the kit is packaged. There is no room at the top of the chamber for the tubing to have a natural bend to it. Like the rest of the tubing. The tubing section coming out of the chamber is forced into a sharp right angle bend by the shape and size of the packaging tray and how the kit is placed into the tray. This is likely contributing to a deformation in the section of the tubing and is pre-disposed to kink at this section.